Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation. This MDR was submitted on 1/20/2010; however, due to a failed ack3, this MDR is being resubmitted on 1/21/2010.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This complaint for a connection issue was not confirmed in the lab. The results of a sample evaluation did not reveal any manufacturing abnormalities or leaks. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter sales representative received a report from a nurse who was unable to connect the transfer set to the catheter adapter. No injury or medical intervention was reported. The sample is available.